Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) due to vertigo and a sudden performance decrement. The patient was treated with cortisone.